Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified deformation, black particles, weight to the specification and creases folding. Based on the device analysis the final assessment is that no issues were found related with the manufacturing process. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.